Manufacturer narrative:
(B)(4). The user facility biomed determined that the most likely cause of the reported event was a malfunctioning user interface module (uim). The user facility was shipped a replacement user interface module (uim) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty user interface module (uim) for evaluation. As of the october 02, 2015 the alleged faulty user interface module (uim) has not been received.

Event description:
A user facility biomed reported that during pre use checks the device's touch screen froze (unresponsive to touch). There was no report of patient involvement.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) representative (rep) received the alleged power supply assembly p/n 16230 for evaluation. Upon inspection of the power supply externally, no anomalies were found. The carefusion fa rep reported installed the power supply into a known good unit and powered into user mode. The carefusion fa rep reported the avea unit is cycling properly. The carefusion fa rep conducted a power supply voltage test and passed. The carefusion fa rep allowed the unit to run on compressor for approximately two hours and re-ran the power supply voltage test and the unit passed. The carefusion fa rep was unable to duplicate the customer¿s alleged issue.

Manufacturer narrative:
Failure analysis: installed user interface module (uim) pn: r16252 sn: (B)(4) on to avea test station. Powered user interface module (uim) in to user mode and the touchscreen was responding properly. Proceeded by constantly switching to different ventilation modes in neonatal, pediatric and adult patients (note: ventilation modes- volume a/c, pressures a/c, tcpl a/c, volume simv, pressure simv, tcpl simv and CPAP/ psv). Continued by adjusting settings while the unit was cycling (note: settings-rate, volume, peak flow, insp pause, peep, flow trigger, and fio2). Repeatedly adjusted mode of ventilation and settings for about two hours and the touchscreen was still working properly. Left the user interface module (uim) cycling over the weekend for a total of sixty three hours and thirty minutes, started adjusting modes of ventilation and settings once again for two hours and thirty minutes, the screen remained working properly. Findings/root-cause: unable to duplicate the reported problem.